Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed; however, the sharesource log files associated with amia cycler were reviewed. A review of the most recent therapy initiated on the date of the reported event showed the patient drained 2738 ml on cycle 4, which was slightly above the prescribed maximum peritoneal volume of 2600 ml. Further review of the most recent therapies showed the programmed estimated night uf of 560 ml was below the recommended settings. Per the amia clinician guide, the estimated night uf value should be based on an average of the nightly uf from at least the prior seven consecutive days for a specific program. The log data of the seven most recent therapies showed the patient¿s average uf was approximately 818 ml. There was no evidence of device malfunction. The probable cause of the event was determined to be the programmed estimated night uf was set too low. The amia automated pd system patient guide explains the estimated night uf settings, provides treatment and programming answers on the settings. The guide also provides warnings regarding settings being set too low. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced difficulty breathing after the last fill from therapy the night before. The patient was connected to the amia device at the time of the event. The patient called their physician and was advised to perform a manual drain, approximately 2000ml was drained. The patient stated that draining relieved the symptoms. Renal therapy services assisted the patient with stop drain to advance to night cycle fill 1. The patient stated that the doctor advised them to manual drain every morning after the last drain until the nurse changed and updated programming. The device was operational and a swap was not necessary. There was no medical intervention associated with this event. No additional information is available.